Event description:
This 76 year old male was admitted via the emergency room with cardiac and respiratory resuscitation in progress on 12/23/91. The patient had been shopping at a nearby mall when he collasped. The patient who resides in another state had a history of cardiac pacemaker implant in may 1991 ath another facility for coronary artery disease. The patient was successfully resuscitated and transferred to the intensive care unit on a respirator. Hsi diagnosis included anoxic encephalopathy and seizure disorder. On 12/29/91 his pacemaker malfunctioned and he was again resuscitated. On 12/30/91 an unsuccessful attemept wasmade to re-program the pacemaker. On 12/31/91, the pacemaker was changed to another model. The surgeon noted debris in the generator of a rusty nature. The or supervisor called the manufacturer of the pacemaker, telectronics and spoke with a representative, mr. Peter cronin who was informed of the failure and condition of the pacemaker. He stated the company would only honor a warranty if it was replaced with a telectronics generator. The surgeon implanted a different model from another company. The patient developed additional complications including respiratory, feeding difficulties and infection. He expired on 1/24/92. The cardiologist feels that the initial failure of the pacemaker contributed to this patient's deathdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed just prior to use, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data, invalid data. The device was not destroyed/disposed of.